Event description:
(B)(6) clinical study. It was reported that stent overhanging, in-stent restenosis and angina occurred. On (B)(6) 2010, the patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. The target lesion was located in the 1st diagonal with 100% stenosis, pre-existing thrombus, and was 10 mm long with a reference vessel diameter of 2.4 mm. The lesion was treated pre dilatation and placement of a 2.25 mm x 16 mm tataxus liberté atom stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with the complaints of chest pain and was hospitalized on the same day. Cardiac catheterisation was recommended. At the time of the events, the patient was on aspirin and clopidogrel and the study drug was never taken during the study. One day from admission, coronary angiography was performed and revealed 80% in- stent restenosis in the 1 st diagonal. The physician treated it with balloon angioplasty resulting in 10% residual stenosis. Post intervention, it was noted that the study stent located in the 1st diagonal was over hanging by approximately 1 mm into the lad, which was further treated with balloon angioplasty. In addition, the mid left anterior descending (lad) was treated with balloon angioplasty and 2.5 x 23 mm non-bsc bare metal stent placement, resulting in 0% residual stenosis. Post procedure, the event angina was considered to be resolved without residual effects. One day post procedure, the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that post treatment of the extended stent in first diagonal, a flow-limiting dissection was noted following inflation of an unspecified balloon catheter and plaque shift into the ostium of the diagonal also required balloon angioplasty, resulting in excellent angiographic results.